Event description:
It was reported that during a gastrectomy procedure, the tissue pad was partially detached. The fallen piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.